Event description:
It was reported that the stent foreshortened, requiring an additional device. This 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for use during a lower leg angioplasty procedure to treat a superficial femoral artery occlusion. During the procedure, this eluvia stent was implanted at the distal sfa region. When post dilating the stent with a 6x100mm balloon, the balloon was noticeably longer than the stent, indicating foreshortening of the stent. Another shorter stent was implanted to cover the entire lesion. There were no patient complications as a result of this event.